Event description:
Pt presented with porta cath not working. Chest x-ray was done to find the catheter broken off the port and lodged in right heart. Catheter removed from rt heart in cardiac cath lab. 2 wks later port removed at dr's office, no new port inserted. Pt did not want another.